Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had difficulty charging her implantable neurostimulator (ins) in that it was taking too long. The patient also noted poor coupling and a poor coupling message, as well as discomfort and a burning sensation while recharging after she flew back home in (B)(6) 2016. The patient noted she presses the antenna hard against herself through a t-shirt, which hurts; the patient only achieves 0-2 coupling bars and receives a burn mark which dissipates the following day. An antenna location procedure was performed and the patient was able to achieve 6-8 coupling bars and stated she felt it recharging but it was not uncomfortable. Additional information has been requested regarding health care provider (hcp) notification, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a patient. It was reported that charging was still taking too long and there was an issue maintaining the antenna over the implantable neurostimulator (ins). The patient also reported that the recharger would burn her skin and create red circles after a recharging session. The patient then stated that the redness no longer occurs, but she still experiences the burning sensation during recharging. The patient also needed to push hard on the antenna and it sometimes takes her 45 minutes to achieve coupling. It was confirmed that the ins would connect to other external devices. The patient noted that the pocket site hurts all of the time as the ins seemed tilted in the pocket. The patient plans to follow-up with her hcp to have to pocket assessed.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that the patient has had recharging issues since the device was implanted. It was stated that the antenna leaves a red mark on their skin for about an hour, and that they have a return of symptoms during and immediately after charging the ins. The symptoms include a buzzing through their body, difficulty moving, shaking like a leaf, can't drive, can't dress, and can't take care of child. The patient adjusts stimulation when symptoms appear by 0.1-0.04 v. It was further indicated that the ins tilted in pocket. An appointment with their healthcare provider (hcp) is scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.